Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure.

Event description:
The user facility reported a 69-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The impella cp was placed in the left subclavian due to severe bilateral iliac disease. Peel-away sheath removed at the end of the case and subclavian angiogram performed revealed perforation. A covered stent was placed to left subclavian and bleeding controlled. Sent to unit post procedure. Patient survived.

Manufacturer narrative:
The investigation into the vascular damage- peripheral vessel has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the vascular damage to the peripheral vessel issue was patient condition related to the patient¿s poor vasculature which was a result of chemo/radiation.